Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4) review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1372 ml during therapy initiated on (B)(4) 2011 at 00:04:43, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4)clinical hazards list. Review of the event log revealed the cycle two received a partial fill. Cycle two drain was completed on (B)(4) 2011 at 03:50:02 and the user's actual drain volume during cycle two was 1459 ml. The actual drain volume of 1459 ml is 85.8% of largest prescribed fill volume (lpfv) of 1700 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:04:43. During night drain cycle two, the patient's ultrafiltration reading was 1372ml, indicating the home patient (hp) drained 1372ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available.